Manufacturer narrative:
As spacelabs was made aware of this event on (B)(4) 2018 by an anonymously filed medwatch form (mw5074079), there is not enough information to further investigate the event. During the failed state prior to use, a warning message displays, therefore use of the device is prevented until the issue is resolved. There is no risk of serious harm and no serious risk should the event recur, however spacelabs is filing reports of similar issues as requested by the FDA letter dated october 10, 2017.

Event description:
Spacelabs received a report that on (B)(6) 2017 the arkon experienced a failed state. Rebooting the device resolved the issue. The unit was not in use when the issue was discovered and no injury was reported.